Event description:
It was reported by service report that the nurse call failed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - battery on nurse call failed.